Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high pacing impedance, p-wave amplitude variation and elevated capture threshold. It was noted the lead was fractured. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.